Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified due to a different issue identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarm 5 (pressure out of range) occurred with multiple new cartridges. The customer's blood glucose level was 230mg/dl. The contact declined providing any additional information regarding this event. Reportedly, the customer reverted to manual injections for insulin therapy.